Manufacturer narrative:
Evaluation results: complaint was confirmed for "stim turned off by itself." The ipg was monitored for 1 hour with no signal deviation from initial values observed. No signal presence observed on unused channels and can. The ipg magnet modes were also tested and passed. Both 3186 octrode leads were returned incomplete and cut into several segments. Only the terminal end segments were returned. The leads were returned cut as a result of the explant procedure. Microscopic inspection of both lead segments revealed broken wires. The fracture in the lead body is consistent with an overstress condition at the distal end of the swift-lock anchor. Despite the ipg passing all tests, the broken lead wires likely caused the ipg to turn off due to intermittent contact in the leads. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15068.